Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was admitted with chronic heart failure and that at the same time there was an increase in thresholds. It was further reported that there was a lead warning and switch to unipolar, with bipolar impedance of 286 ohms and unipolar impedance of 400 ohms. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was admitted with chronic heart failure and that at the same time there was an increase in thresholds. The lead remains in use. No patient complications have been reported as a result of this event.